Manufacturer narrative:
H3: other text: remote support provided.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the external paddles are not functioning. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the external paddles are not functioning. Specifically, the paddles are physically damaged. Replacement paddles have been ordered for the customer to resolve the issue. We are expecting the return of the damaged external paddles. Upon receipt at philips. The paddles will be evaluated, and the complaint will be reopened. The device remains at the customer site. The repair for this unit cannot be conducted at this time due to the part being on back order due to a global product hold. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered (B)(4), efficia external paddles aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on the information available, the cause of the reported problem was damaged external paddles. The reported problem was confirmed. The customer was ordered replacement component to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.